Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins is completely dead. The caller stated that patient reported they met with the manufacturer representative (rep) who tried to jump start the ins but was unable to. The caller spoke with rep who verified that they attempted to jump start ins and rep redirected caller to technical services to obtain eligibility form.